Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. Customer¿s blood glucose level was unknown. Customer was calling back after receiving new battery cap. Customer reported that the display did not returned after insulin pump got restart. Customer was advised to insert new battery. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Power connector plug in and locked in place properly.